Event description:
Note: this report pertains to a hurricane rx dilatation balloon and an advanix-naviflex biliary stent that were used in the same patient and procedure. It was reported to boston scientific corporation that a previously implanted advanix-naviflex biliary stent was explanted during an endoscopic retrograde cholangiopancreatography (ercp) with a hurricane rx dilatation balloon in the common bile duct performed on (B)(6) 2020. During an ercp on (B)(6), 2020, the stent had been implanted successfully, and dilatation had been performed with a hurricane rx device. No issues were reported for either of the devices. During the ercp on (B)(6), 2020, the stent was found to have migrated distally 3 to 4 cm from the duct. According to the complainant, during the unplanned stent removal procedure, a snare was used to retrieve the stent. A hurricane rx balloon was then used for dilation in the hilar region to implant a new advanix 15cm 10fr stent; however, the stent was difficult to advance in the anatomy and then retracted. The dilation was repeated; however, approximately 10 cm long of a black piece of radiopaque plastic was noted in the common bile duct when the hurricane balloon was withdrawn from the patient. Reportedly, the detached black plastic piece was retrieved through the scope using a snare. Another advanix-naviflex biliary stent was implanted and successfully completed the procedure. Additionally, it was not certain which of the devices used in the procedure the detached piece came from. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The complaint device was not returned for analysis.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block f10: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: investigation results visual examination of the returned complaint device found that only the black sleeve of the device was returned. It was also noticed that the black sleeve was kinked. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a hurricane rx dilatation balloon and an advanix-naviflex biliary stent that were used in the same patient and procedure. It was reported to boston scientific corporation that a previously implanted advanix-naviflex biliary stent was explanted during an endoscopic retrograde cholangiopancreatography (ercp) with a hurricane rx dilatation balloon in the common bile duct performed on (B)(6) 2020. During an ercp on (B)(6) 2020, the stent had been implanted successfully, and dilatation had been performed with a hurricane rx device. No issues were reported for either of the devices. During the ercp on (B)(6) 2020, the stent was found to have migrated distally 3 to 4 cm from the duct. According to the complainant, during the unplanned stent removal procedure, a snare was used to retrieve the stent. A hurricane rx balloon was then used for dilation in the hilar region to implant a new advanix 15cm 10fr stent; however, the stent was difficult to advance in the anatomy and then retracted. The dilation was repeated; however, approximately 10 cm long of a black piece of radiopaque plastic was noted in the common bile duct when the hurricane balloon was withdrawn from the patient. Reportedly, the detached black plastic piece was retrieved through the scope using a snare. Another advanix-naviflex biliary stent was implanted and successfully completed the procedure. Additionally, it was not certain which of the devices used in the procedure the detached piece came from. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.